Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed tested the console and could not duplicate the reported tcmid:02 (ce danfoss error) error message. As a precautionary measure, the biomed cleaned the air filter and performed functional test without any error and performed as intended. Therefore, service was not required to be performed by zoll. The console was placed back for clinical use.

Event description:
The thermogard console (sn (B)(4)) displayed tcm ID:02 (ce danfoss error) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.